Event description:
Patient in ICU receiving intravenous fentanyl for pain relief. Rn noted the tubing was wet near the filter. Rn dried off the tubing and rechecked it approximately one hour later. Again, the tubing appeared to be wet. The rn and another rn flushed the tubing with saline, and it appeared to be leaking around the filter. The two rn's were unable to visualize exactly where the leak was coming from. The tubing was changed out with no further issues. Rn did state patient had been having difficulty with pain control.